Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss in stimulation due to their ipg becoming inoperable. Reportedly, the patient stopped charging their ipg as recommended. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have their system explanted.